Event description:
It was reported that the lead was explanted due to a rise in the threshold over the past year. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.